Event description:
It was reported that the patient had reactions post gel one injection. She experienced pain, swelling, feeling of instability and unable to walk upstairs the day after injection.

Event description:
No further event information is available at the time of this report.